Event description:
It was reported to technical services on 05/04/2011, that this rv lead has loss of capture with noise. It was found that this was a ECG electrode issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).